Event description:
It was reported the buttons on the insulin pump were not responding. The buttons were not pressed for longer than three minutes. The device was recently dropped, but has no physical damage or moisture damage. Customer cleaned battery compartment, but anomaly persisted. Customer's blood glucose was 13.2mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.